Event description:
Tip broke off in pt during surgery and was retrieved.

Manufacturer narrative:
The device was not received for eval and the lot number was not provided. Without the lot number, the device history could not be reviewed. No trend has been detected for this issue. Without instrument, cause for failure could not be determined or the issue confirmed. If the product is returned in the future, a follow-up report will be filed.